Event description:
To date no additional patient or event details have been received.

Manufacturer narrative:
Additional information - this emdr is being submitted to include the below: h6: investigation results under type of investigation, investigation findings, investigation conclusions. H11: investigation summary - complaint code: foreign matter within product, sterile products (e.g. Metal contamination in dressings, particulates within fluids, gels etc) region: philippines product / system application product (sap): 1703936 aquacel foam adh 12.5x12.5 (1x10pk) nai lot: 4m00889 date of manufacture: 07dec2024 sterilization: sterigenics wo (B)(4) 14dec2024 batch size: 6720 secondary packs ((B)(4) primary units). Record in database was received from philippines reporting; distributor has reported 2 pieces dressing with coloured dot for material: 1703936 batch 4m00889. The lot was manufactured on 07dec2024and sterilized under sterigenics wo 3675244 14dec2024. (B)(4) primary units impacted from (B)(4) secondary units ((B)(4) primary) one photograph was provided by the complainant to demonstrate the reported marks/contamination on two primary packs. The image shows dark surface marks on the pink pu side of the foam dressing, with contamination clearly visible on only two units. No physical samples were returned to our company for evaluation. The absence of returned product limits the ability to perform a detailed, hands-on assessment of the defect. Without higher-resolution images or physical samples, the depth of investigation was restricted, and a definitive root cause cannot be fully established. The assessment was therefore based solely on the limited photographic evidence available. A full batch record review was completed for lot 4m00889. ¿ all quality control (qc) inspections and final release activities were recorded as acceptable. ¿ no material-related or contamination-related issues were documented. ¿ good manufacturing practice (gmp) compliance records confirm appropriate gowning, environmental monitoring, and adherence to defined procedures during the production period. During in-process checks, an equipment-related issue was identified: the vision system on delta 3 was not consistently detecting slugs originating from the sacrificial paper used during dressing formation. As a result, rework order (B)(4) was initiated to manage stat sampling and inspection of affected shippers. One slug was identified in pallet 01, shipper 21, and corrective action / preventive actions (CAPA) 2117070 was raised to address this equipment detection issue (non-conformance (nc)'s for slugs out of window / machine running with a 12.5 slow-down recipe). On (B)(6) 2024, a control engineer conducted diagnostic testing: ¿ convertor was run in "alone mode" with only slug sensors active; rejects functioned correctly. ¿ when running the packager with only convertor and slug rejects enabled, slugs exited out of window; the reject timing was missing by one position. ¿ the convertor reject location on the packager was adjusted from position 30 to 31, after which multiple slug tests were completed successfully. ¿ additional verification confirmed correct rejection of red splice events on both pink pu and trilaminate materials. Following successful testing, the updated recipe was saved. On (B)(6) 2024, a new cutter was installed on delta 3 to improve the cutting performance and further reduce slug formation. One corrective action / preventive actions (CAPA) (2117070) was therefore active during production order (B)(4); however, this corrective action / preventive actions (CAPA) and its associated slug-detection issue are not relevant to the black-dot contamination reported in the current complaint. No process deviations or ncs concerning contamination were identified in relation to lot 4m00889. One additional complaint has been assigned to batch 4m00889: (B)(4), which reported a short count in secondary pack. This complaint has the malfunction short count of product in secondary pack (less quantity of product in secondary pack). Not related to contamination of dressings. A broader material-level review for material 1703936 (aquacel foam adh 12.5x12.5 (1x10pk) nai) identified two further complaint with the same malfunction code over the past 12 months: 2022591 for batch 3j02327, and 2163241 relating to batch 4e04259, also involving a single contaminated dressing. The current complaint relates to two primary pack reported with contamination. The total batch size was (B)(4) secondary units (equivalent to (B)(4) primary units). Of these, (B)(4) secondary units were distributed from distribution centres, with no additional feedback of similar issues, and (B)(4) units remain in dc inventory without reported defects. Given the low occurrence rate (02 reported events out of (B)(4) distributed secondary units - (B)(4) primary units), the complaint frequency remains low relative to the total distributed quantity. The available evidence does not suggest a systemic or batch-wide manufacturing issue. Although one other complaint with a different malfunction code has been raised for this batch, there was no evidence of correlated deviations, common defect signatures, or recurring contamination mechanisms. Both complaints involve isolated, single-unit findings with no identified link to a shared root cause. No additional similar complaints have been identified across distributed units. Based on the combined data set, the risk to product quality and patient safety remains minimal, and the events appear limited in scope with no indication of a systemic failure mode. As per process instruction (pi) - general inspection, the required inspection level for contamination for a batch of this size was acceptable quality level (aql) 0.40, using an accept = 2 / reject = 3 sampling plan for a sample size of (B)(4) units (applicable to batch sizes between (B)(4) and (B)(4) secondary units). The appropriate inspection regime was applied at manufacture through routine in-process and end-of-line checks. The acceptable quality level (aql) sample taken did not exceed the rejection threshold. Across the full manufactured population of 6720 secondary packs ((B)(4) primary units): ¿ only one additional contamination-related complaint has been received. ¿ batch record review, in-process inspections, and device history checks identified no deviations, no recurring issues, and no process-related trends. ¿ the observed defect rate (02 primary units out of (B)(4) secondary packs (B)(4)) remains below the notional (B)(4) acceptable quality level (aql) limit, confirming no evidence of an acceptable quality level (aql) excursion. Based on work instruction (wi) risk assessment criteria, the event does not represent increased risk to patient safety, device performance, or regulatory compliance. In alignment with work instruction (wi), there was no evidence of a systemic failure mode, recurring defect signature, or risk escalation that would necessitate corrective action / preventive actions (CAPA). Therefore, corrective action / preventive actions (CAPA) was not required, and the complaint will continue to be monitored through routine post-market product monitoring and trend review processes. As only a single photograph was provided and no physical sample was returned, the contamination mechanism cannot be conclusively determined. The dark spot observed in the image was consistent with several plausible sources of contamination, including: ¿ incidental transfer of ink or pigment from pens, markers, or operator handling ¿ deposition of small airborne or process-generated particulates prior to packaging. ¿ localised residue transfer from equipment surfaces; or introduction of foreign material post-manufacture during distribution or customer handling. Due to the limited evidence available, no single root cause can be confirmed. The dressings are inspected by operators, but as the foreign matter was of such a small size (approximately 0.10mm on the tappi chart indicated), this foreign matter may not have been readily detectable at validated inspection speeds previous complaints resulted in a historical corrective action / preventive actions (CAPA) and formal investigation record in database to assess how contaminants could have been introduced into the process during the manufacture of dressings. That investigation concluded that the contamination originated from the foam raw material, which became contaminated during the supplier¿s processing. Additional contributing factors identified included limitations in detecting such contamination during in-process inspection at the deeside manufacturing site prior to release. The batch remains within specification and acceptable quality limits. The issue was considered isolated, with no systemic recurrence identified. No corrective action / preventive actions (CAPA) is required. The complaint will be monitored through routine trending and the post market product monitoring review process (standard operating procedure (sop). To date no additional information has been received. Should additional information become available, a follow-up report will be submitted. FDA registration number: reporting site: 1049092. Manufacturing site: 1000317571.

Event description:
It was reported by the distributor that there were two pieces of dressings with colored dot. The product was not used by patient. The photographs depicting the issue were received from the complainant.

Manufacturer narrative:
Device 2 of 2 e1: complainant street address: (B)(6) complainant country: philippines name of affiliation: (B)(6). Based on the available information, this event is deemed to be a reportable malfunction. To date no additional information has been received. Should additional information become available, a follow-up report will be submitted. FDA registration number reporting site: 1049092 manufacturing site: 1000317571.